Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/20/2023. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned samples determined that it was received twelve unopened samples that pertain to the product code w8761. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-03772, 2210968-2023-03773.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: verbal response from hcp for additional information request according to sales rep.: could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more information [ans: unknown]. Was there any surgery prolonged due to the issue (breakage suture)? If yes, [ans: yes, as surgeon need to re suturing, but not sure how long it is.]. Was there any change in the patient¿s post-operative care due to the prolonged procedure? [Ans: no]. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? [Ans: not known]. How long (in minutes) did the surgery prolong? [Ans: not known]. Was additional dissection required in other organs/tissues other than the target tissue? [Ans: no]. Was there any change in the patient's post-operative care due to the prolonged procedure? [Ans: not known]. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: 2210968-2023-03772.

Event description:
It was reported that a patient underwent a atrial septal defect (asd) procedure (B)(6) 2023 and suture was used. During the procedure, dr. Performing asd repairing case and using 4/0 prolene continuous stitch was performed for the closure of the atrium. After all suturing surgeon checked with transesophageal echocardiographic (tee) and found that the suture line is loosing, then surgeons open the wound and confirmed the suture was broken and re-do the suturing again with another new pack of w8761 and it happen again when checking with (tee) again. No adverse patient consequences were reported. Additional information was requested.